Manufacturer narrative:
Testing by MFR device would not cycle, with all leds and constant single tome audiable alarm, duct ot interated circuit v 28 on the logic aboard being out of specification. Replaced v 28.

Event description:
Report of alleged single tone alarm, all leds on, stopped cycling. Found during bench test".